Manufacturer narrative:
G4 - additional premarket / 510(k): k222568. The device was returned for evaluation. Visual inspection revealed that no issues were found, the device appears to be in good conditions. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection revealed that the guidewire exit port, and the tip were found damaged (deformed/lifted). The imaging window was twisted and deformed. The above-referenced calibrated equipment was used to perform an impedance test. The impedance test shows an electrical open distal waveform between 0-10 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The mdu and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. No other issues were identified during the product analysis.

Event description:
It was reported that catheter issue occurred. The more that 90% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. An opticross 18 was advanced over a 018 thruway guidewire. However, the wire seemed to exit the monorail portion prematurely. It seemed that the device had separated from the main portion of the delivery shaft. There was no issue noted with the guidewire. The procedure was completed with another opticross 18 and the same thruway guidewire. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The more that 90% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. An opticross 18 was advanced over a 018 thruway guidewire. However, the wire seemed to exit the monorail portion prematurely. It seemed that the device had separated from the main portion of the delivery shaft. There was no issue noted with the guidewire. The procedure was completed with another opticross 18 and the same thruway guidewire. No patient complications were reported.

Manufacturer narrative:
G4 - additional premarket / 510(k): k222568.